Event description:
It was reported to the MFR via the medwatch 3500a from the FDA. Per the medwatch report from the FDA and per speaking with the facility the bed was placed with head of bed elevated approx 45 degrees to support pt head. During pt care process staff were not able to release bed to flatten into CPR position. Multiple attempts to release CPR release failed to release the head of the bed. Knee-gatch did flatten when the CPR release was utilized. Multiple staff from the floor and from maintenance attempted to change the position of the bed utilizing the instructions printed on the laminated card attached to the bed without success. Maintenance staff was unable to remove the trapeze and had to cut the trapeze off the bed to enable staff to get the bed out of the room during the process of transferring the pt. The pt was transferred to the ICU and subsequently passed away. The medwatch report from the FDA was the first notification of the incident that joerns has received and has issues complaint # (B)(4) and ra# (B)(4) into our system to retrieve the bed to joerns (B)(4) for investigation. As of this writing, the bed has not been returned to joerns (B)(4). (B)(4).